Event description:
We received medwatch notification (mw5118419) on 23 jun 2023 that a user, (B)(6), used the buffer solution only (no nasal sample collected) on indicaid covid-19 rapid antigen at-home test (lot# 22x0085) on (B)(6)2023. A false positive result was observed by the user. There is no real patient sample involved in this incidence, there is no injury, hospitalization or death incurred. It is a device problem as reported. Although the user claimed sample available for evaluation, there is no photo or sample returned until the date of the reporting (26 jun 2023).